Event description:
It has been reported to philips that the free space is low, and the system is unable to store images. The system was noted to be in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the free space was low, and the system was unable to store images. Review of system log file confirmed the reported problem. Upon functional testing fse performed database consistency test, which failed. To resolve the issue fse repaired the database and deleted corrupted images. Later on, reported issue reoccurred and fse replaced frontal and lateral ip pc¿s, also replaced os disk and both image storage disks and loaded os and application sw. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.